Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination total of the valve, opening curved on anterior and creases fold. Leak test and microscopic analysis was performed which identified: delamination total of the valve, wear abrasion and striated opening on anterior. Based on the device analysis the final assessment is a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool, and a delamination total of the valve (adhesive failure.)

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.